Event description:
The pt is a (B)(6) male born on (B)(6) at 26 weeks gestation. The pt was transferred to the medical center from another hospital due to issues related to prematurity. A staff rn in the intensive care nursery was caring for the infant and noted o2 saturations at 64% with no audible alarm. The heart rate was flashing on monitor. Upon event review, a bradycardia of 60 was noted. Infant was placed on transport monitor. Staff on the unit advised that this is the same philips model involved with other similar circumstances regarding failure of the monitor to alarm. The pt's vitals returned to baseline. No harm to the pt as a result.